Event description:
During a review of the event history for another report, it was discovered that failure code 500:320:625:0000 occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown for this device.

Event description:
Customer reportedly received results of 242 mg/dl and 106 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.